Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was 275 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was not working well. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.